Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a blank screen and a continuous alarm occurred. A hard reset of the device was performed but it did not fix the issues. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on (B)(6) 2022, no patient was involved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with broken screw insert inside top case and crack on bottom case. There was no evidence of the error recorded in the event history log (unable to download). The reported problem - blank screen with constant alarm- was duplicated at power up. The main board does not operate as intended, which caused the reported issue. For corrective action, the main board was replaced. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.